Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: d9, g3, g6, h2, h3, h6, h10. D02- intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit had c-34 error that happened on startup.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit due to error m-11. The system was tested and verified as ready for use. Isi has not received the vio iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the sites system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022, but logs could not confirm a simple prostatectomy was performed by that specific surgeon. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted the procedure to a laparoscopic surgery after the start of the robotic procedure due to a non-functional vio integrated electrosurgical generator unit. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there were sporadic errors on the vio integrated electrosurgical generator unit (iesu), preventing monopolar and bipolar energy from being activated. Prior to calling technical support, the site rebooted the vio iesu several times without success. They also replaced the neutral pad and cautery cables. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found errors m-11, c-30, m-18, c-37, and c-38. The surgeon decided to convert because the errors were too frequent to continue robotically. They did not have a compatible external generator. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of date of this report.